Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire distal tip detachment and vessel perforation occurred. The target lesion was located in the mid left anterior descending artery. A 330cm rotawire and rotapro were selected for use. After removal of rotapro during last control imaging, it was observed that the distal tip of the wire became separated. A small perforation could be seen at the distal septal branch where the wire had been placed. The detached wire tip was unable to be removed from the patient. The procedure was completed with these devices. No further patient complications were reported and the was fine and ok.

Event description:
It was reported that the guidewire distal tip detachment and vessel perforation occurred. The target lesion was located in the mid left anterior descending artery. A 330cm rotawire and rotapro were selected for use. After removal of rotapro during last control imaging, it was observed that the distal tip of the wire became separated. A small perforation could be seen at the distal septal branch where the wire had been placed. The detached wire tip was unable to be removed from the patient. The procedure was completed with these devices. No further patient complications were reported and the was fine and ok. It was further corrected that a rotalink plus was used during the procedure, not a rotapro. The lesion was calcified but not tortuous. There was no issue when backloading the wire. Run times were no more than 30 seconds per run and saline was used. The target speed was 150k rpm and 7 atm pressure was used. Imaging was completed which confirmed the rotawire tip was intact after ablation. Snaring attempts were made, but were not successful. The cause of the perforation is unclear.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire distal tip detachment and vessel perforation occurred. The target lesion was located in the mid left anterior descending artery. A 330cm rotawire and rotapro were selected for use. After removal of rotapro during last control imaging, it was observed that the distal tip of the wire became separated. A small perforation could be seen at the distal septal branch where the wire had been placed. The detached wire tip was unable to be removed from the patient. The procedure was completed with these devices. No further patient complications were reported and the was fine and ok. It was further corrected that a rotalink plus was used during the procedure, not a rotapro. The lesion was calcified but not tortuous. There was no issue when backloading the wire. Run times were no more than 30 seconds per run and saline was used. The target speed was 150k rpm and 7 atm pressure was used. Imaging was completed which confirmed the rotawire tip was intact after ablation. Snaring attempts were made, but were not successful. The cause of the perforation is unclear. Device evaluated by manufacturer: the device was returned for analysis. The device has its distal tip broken. There is approximately 1cm missing of the distal end of the tip. There are kinks along the body of the wire. Dimensional inspection of the outer diameter (od) of the middle of the device and od of the proximal section were performed and were within specifications. Dimensional inspection of the overall length and od of the distal tip could not be performed due to the device condition.

Manufacturer narrative:
(B)(6).